Manufacturer narrative:
A service report was completed by dmta field service engineer following the evaluation of the device identified by this complaint. This technical system safety check was conducted 04/26/2022 and the findings concluded that the device was in compliance with dornier specifications. It is acknowledged it was reported to dmta that the patient was reportedly prescribed coumadin blood thinner, which is a listed contraindication within the dornier delta iii operating manual. It was not confirmed if the patient was instructed to discontinue the coumadin blood thinner prior to surgery as indicated should be completed within the operating manual. No additional confirmations were received regarding the patients preparation for surgery or the length of hospital stay following the reported adverse event. The result of this investigation revealed no defects or inconsistencies with the identified device. The reviews conducted for this investigation concluded the device was manufactured and functioning within dornier specifications.

Event description:
Patient reported to have had a kidney loss following lithotripsy surgery.